Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address dislocation. It was also indicated that the bone quality had been poor at the time of surgery so surgeon chose to use the constrained liner without the locking ring to avoid the cup being ripped out by the head if a dislocation were to occur. Head did dislocate approximately a year later and liner was removed. New head and liner were placed including locking ring.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation. It was also indicated that the bone quality had been poor at the time of surgery so surgeon chose to use the constrained liner without the locking ring to avoid the cup being ripped out by the head if a dislocation were to occur. Head did dislocate approximately a year later and liner was removed. New head and liner were placed including locking ring uneventfully.